Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported later indicated that the patient called stating she met with a representative for a reprogramming session because her programs weren't working 'so great'. The patient stated her symptoms have been worsening since this past friday and she has lots of pressure on her bladder and feels stimulation below her buttocks/back of leg.

Event description:
It was reported that patient's implantable neurostimulator (ins) was sticking out since surgery and they have to do surgery to push back deeper this would be late september. The patient reported urgency, frequency and not properly emptying but saw some improvement with the trial. So went ahead with the permanent. Program 1 works best, felt most comfortable. The patient reported feeling of not feeling empty but helped with urgency symptoms. The patient reported that touch and go, not getting better every day. Patient stated she has been changing programs too often. Patient would give it some more time and call the health care provider (hcp). The indications for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.